Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain and discomfort at the ipg site due to fall which was not device related. It was also noted that the patient's pocket disrupted. The patient was prescribed topical cream. The patient was doing well.

Manufacturer narrative:
Additional information was received that the patient had no actual skin breakage and topical cream was not prescribed.

Event description:
A report was received that the patient was experiencing pain and discomfort at the ipg site due to fall which was not device related. It was also noted that the patient's pocket disrupted. The patient was prescribed topical cream. The patient was doing well.